Event description:
The device was used during lung volume reduction/biopsy. It was reported the ez45b would not fire. A second ez45b was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Firing mechanism damaged.